Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly analyzed. This lead's allegations could not be confirmed through analysis. The lead tip and tines have no visible signs of damage or defect which would lead to dislodgement.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. Additional information indicates that this lead got dislodged and loss of capture was noted. This lead was explanted. No additional adverse patient effects were reported.